Manufacturer narrative:
Historically related MFR capturing low flow alarms: 2916596-2021-06023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a system controller exchange performed for a 1.5 liter per minute prescription controller due to low flow alarms. Log files confirmed low flow events prior to the exchange. Additional information was provided that the patient was having low flows due to outflow cannula position, a slight shift was noted on computed tomography.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump malposition could not be confirmed. The reported low flow alarms were confirmed through review of the submitted log files. A specific cause for the alarms as well as a direct correlation between the alarms and the reported malposition of the pump could not be conclusively determined through this evaluation. Review of the submitted log files revealed multiple low flow alarms. The pump appeared to function as intended at the set speed. The patient¿s system controllers were upgraded on (B)(6) 2024 under work orders (B)(4). This upgrade adjusts the low flow threshold to 1.5 lpm. Per the ventricular assist device coordinator, the low flow alarms were due to outflow cannula positioning. No symptoms were observed at the time of the low flows, and the alarms resolved with the software upgrade. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information has been provided. The manufacturer is closing the file on this event.